Event description:
It was reported that during liver tumor ablation, the unit displayed an error indicating the antenna could not be identified. And upon inspection, two internal prongs of the connector on the antenna were found to be broken/missing. The case was aborted; patient was under anesthesia. The procedure was rescheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.